Event description:
Aventis case ID: (B)(4). Initial information was reported by a consumer on (B)(6) 2009: a (B)(6) female consumer received treatment with poly-l-lactic acid (sculptra) on (B)(6) 2009, for cosmetic purposes. Consumer reported that next morning when she woke up, her breast have gotten dramatically bigger and are sore. Consumer stated that she has not been breast feeding anymore because she was not producing enough milk. Consumer stated she thinks her breast are sore and swollen because she has not breastfed recently. No mention of concomitant medications or medical history. No further information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(4) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.